Event description:
As the consultant attempted to deploy the angio-seal device, there was a substantial delay in tamping of the collagen and a large hematoma ensued. In addition, some collagen was left exposed above the skin. The management of the puncture site and exposed collagen was offered in accordance with the IFU and angio-seal training guidelines. The operator completed the deployment and applied the tension spring as instructed. Manual pressure was also applied for ten minutes in order to achieve hemostasis. Manual pressure was reapplied for an additional ten minutes due to further bleeding. The pt experienced a vagal episode while on the table and blood pressure dropped to unrecordable levels. 250mls IV gel infusion was administered and the blood pressure quickly returned to pre-procedure levels and pedal pulses were present. The pt returned to the ward and was being reviewed by the physician later that afternoon after extended bed rest. Advice was given on cutting the collagen as per co protocol i.e. 2cms suture left above collagen and skin site cleaned and dressing applied. The pt will return to hosp in forty-eight hours to enable the collagen to be trimmed safely at skin level. The physician was attempting to deploy the angio-seal device for the first time as part of the certification process and had reported that this incident was not caused by the device.